Event description:
It was reported by the customer that their insulin pump had alarmed no delivery. Customer states that they had been experiencing high blood glucose levels after surgery and had not yet treated. Customer declined troubleshooting due to being busy at time or reporting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 339 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.